Event description:
Patient admitted to have mic gastrojejunostomy tube replaced due to leaking. Patient taken to special procedures in imaging for successful change of gastrostomy tube with conversion of gastrostomy into gastroduodenostomy. The tube was noted to be fractured outside the skin surface.